Event description:
The pt is a 44 year old construction foreman who has had a complicated history including avascular necrosis of the left hip. It is further reported, that the pt had done well until march 1996 (85 months post implantation) when he reported discomfort in the lateral aspect of the hip and into the thigh. The pt indicated these symptoms appeared to have started with an abrupt jilt in the hip. Radiographic evaluation, at that time, was reported to show evidence of polyethylene wear and there was concern about osteolysis in the acetabular cavity. A revision surgery was performed 6/4/96, at which time, the subject acetabular bearing insert and mating femoral bearing head were replaced and bone grafting was performed.